Event description:
It was reported that the patient had experienced headache, the overdose symptom of loss of consciousness, pain, and pain in her back. As a result, she spent one night in the intensive care unit. Per reporter the patient¿s pump system was implanted in (B)(6) 2012 and during the titration phase the patient reported that she experienced headache and back pain. Several dose adjustments were made thereafter up to 165-mg/day, but the therapy effect was ¿not good.¿ additionally, the patient reported that sometime during the dose adjustments the drug concentration was not correctly programmed to the pump. On (B)(6) 2013, the patient¿s catheter was flushed (reason unknown). Per the reporter, the catheter was filled with drug. Consequently, the patient experienced a baclofen overdose and lost consciousness. On (B)(6) 2013, the patient underwent a pump repositioning performed by a new physician and at a new clinic because "the pump had uncomfortable contact to the ribs." Erosion was questioned but reporter was not clear if the device product might have caused the problems. As of (B)(6) 2013, a new attending physician increased the patient¿s baclofen to 330-mg/day doses. Per the reporter, the patient now has a good therapy effect and is doing well. Follow-up information received reported that the concentration of the baclofen was 2000 mcg/ml at a daily dose between 100 mcg/day and titrated to 300 mcg/day over time.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that in regards to the incorrect programming of the pump, the drug concentration in the reservoir was changed but this change was not considered during the programming of the pump. Per reporter this was user error. During one of the refill sessions, a physician (refills were performed by different physicians) realized that the programmed drug concentration didn¿t match the real concentration in the pump. ¿they adopted the programming¿. Per reporter there were no patient symptoms related to this error but ¿the drug effect was not as expected (lower daily dose due to the false programming) and the therapy outcome was falsified by this fault¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter: model: 8731sc, lot number unknown, implant/explant: unk. (B)(4).